Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on objective lens, foggy image occurred. The cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device was presenting a misty/foggy image during a diagnostic esophagogastroduodenoscopy procedure. According to the initial reporter, the device was inside the patient and the patient was under sedation. Reportedly the procedure was completed with the same device. There were no reports of patient harm.